Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number: 338.260 lot number: 227p735 manufacturing site:(B)(4) release to warehouse date: 19 july 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that ins f/dhs/dcs impactor no. 338.280 singl was observed that the impactor tip (338.260) was broken from black handle. Broken part was received in the provided evidence. No other issues were identified with the returned device. A dimensional inspection for the ins f/dhs/dcs impactor no. 338.280 singl was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ins f/dhs/dcs impactor no. 338.280 singl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for femoral neck bone tumor with the impactor in question. During the surgery, the impactor was broken. The surgery was completed successfully using another impactor that was owned by the hospital without any surgical delay. The patient was reported as stable. This complaint involves one device tip for dhs®/dcs® impactor (338.28). This is report 2 of 2 for (B)(4).